Event description:
It was reported by dealer that a pair of casters were installed on end users' m91 power chair and two weeks later the end user states the front right caster was split down the middle.